Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance and high pacing threshold due to fracture. This lead was then surgically abandoned, and a new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b2 outcomes attrib to adv event and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance and high pacing threshold due to fracture. This lead was then surgically abandoned, and a new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b2 outcomes attrib to adv event and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance and high pacing threshold due to fracture. This lead was then surgically abandoned, and a new lead with the same model was implanted. No additional adverse patient effects were reported.